Event description:
The customer reported that the insulation on the pencil cable was torn and exposed, resulting in a burn to the pt's small intestines. The pt's intestines were pulled out from the abdominal cavity and placed on the surface. The punctured part of the cord was quite near to the pencil itself. The cord was resting on the pt's intestines during the procedure. The puncture in the cable was only discovered during the procedure after the burn occurred. The pencil has been reprocessed as recommended eleven times.

Manufacturer narrative:
(B)(4). Eval of the incident pencil found a hole in the cord insulation, exposing bare wire. The pencil cord failed hipot testing at 5.2kv. Indentation marks were noted on each side of the hole, indicating another instrument had touched the insulation. There was a darkened burned area around the hole. The damage is most likely due to the user touching the cord with a hot instrument.